Event description:
It was reported that during the patient's initial implant procedure, a lead and generator were opened and not used because the set screw broke intraoperatively. Attempts for additional information and product return have been unsuccessful to date.

Event description:
Additional information was received from the product analysis. When returned, the lead pin was still attached to the generator. Also, during the decontamination process, the pieces of septum which were observed inside the hex head socket of the setscrew may have been removed, so it is unknown if the pieces could have contributed to the inability for the setscrew to be loosened. Also, the damage to the septum was observed on both the slit side, most likely caused by the torque wrench, and the underside most likely caused by backing out the setscrew to make sure it wasn't binding on the lead tip - to allow removal. Product analysis on the lead was completed on (B)(4) 2011. During product analysis the connector pin was found to be bent. Identification of the reported bent pin may confirm this to be a contributing factor for the reported event; however, the exact point in time of when this occurred is unknown. The lead connector boot appears to have been torn and the lead coils appear to have been torn at this location as well. Also, the connector ring has noticeable scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. The exact point in time of when this occurred is also unknown. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified within the returned lead portions. Follow up was performed with the implanting surgeon regarding the bent pin. The surgeon indicated that the pin did not appear bent or misshapen prior to implant. He indicated that the setscrew would not reverse initially, however when it did, he then could not remove the pin. The device history record for the lead was also reviewed. It was confirmed that the lead passed all functional and visual inspections prior to shipment.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The generator and lead were returned to the manufacturer on (B)(4) 2011. Additional information received from the return product form indicated that the ''generator screw would not release lead after one trial tightening.'' Product analysis on the generator has been completed. No mechanical anomalies were observed with the returned torque wrench or generator. The torque wrench functioned properly when tightening the setscrew on the generator. Visual inspection results revealed that the septum was damaged on the inside by the setscrew; small pieces of the septum were in the hex head socket of the setscrew. No anomalies were noted on the hex head socket of the setscrew. A test resistor was inserted into the lead cavity and the setscrew tightened and secured the test resistor with the returned torque wrench. No anomalies were noted on the hex head of the torque wrench. No surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
While no device failure was identified during product analysis of the device, it is likely that user interface caused the damage to the septum.